Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula was not inserted into the infusion site. This condition could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / pages 43-44. Warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 22.3 mmol/l (402 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient felt sick and when her father removed the pod he noted the cannula was not inserted in the site and was at an angle pressed against the skin. The patient's father also noticed no hole where the cannula should of have been inserted and the site looked irritated. It should also be noted the needle guard did not remove properly as some of the plastic stayed on the pod and had to be removed with tweezers. A new pod was applied to treat the hyperglycemia and 3.25 units of insulin was administered. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high bg levels. The received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the soft cannula. The device download data showed no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.